Manufacturer narrative:
No button response on all buttons due to moisture damage on keypad flex cable fingers. Back light constantly turning on and off due to corrosion on all electronic assemblies noted. Corrosion on vibrator motor assembly and motor assembly noted during visual inspection. Unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test and excessive no delivery test and operating currents meas. Due to unresponsive keypad. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer falling into water with insulin pump. Caller reported that as a result, insulin pump was not responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.